Event description:
Healthcare professional reported left side rupture, pain, "perspiration of silicone gel" and "waves and deformation". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Deformation: no observed. Crease folding of implant: observed creases on the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, pain, "perspiration of silicone gel" and "waves and deformation". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture, pain, "perspiration of silicone gel" and "waves and deformation". The device has been explanted and replaced with a non-allergan device.